Manufacturer narrative:
A ge service representative performed an onsite investigation. The mono block x-ray tube and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The fse confirmed the problem reported by the customer of system will not boot up. The fse determined the cause of the problem to be the backplane. The fse replaced the backplane to resolve the issues. The fse verified system functionality. The backplane is a group of electrical connectors in parallel with each other, so that each pin of each connector is linked to the same relative pin of all the other connectors forming a computer bus. It is used as a backbone to connect several printed circuit boards together. Backplanes are a printed circuit board (pcb). Replacing the backplane resolves the issue. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.